Event description:
It was reported that after the implant of this device all parameters were normal but the atrial pace impedance measurements were high and out of range when the device was connected. The lead parameters were tested again, and the values appeared normal, but the atrial pace impedance measurements were still greater then 3000 ohms after the device was connected to the lead. A revision took place and this device was explanted. After connecting to a new device, the pace impedance measurements were normal. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing function were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that after the implant of this device all parameters were normal but the atrial pace impedance measurements were high and out of range when the device was connected. The lead parameters were tested again, and the values appeared normal, but the atrial pace impedance measurements were still greater then 3000 ohms after the device was connected to the lead. It was noted that the connection of the device and lead were checked with no issues evident. A revision took place and this device was explanted. After connecting to a new device, the pace impedance measurements were normal. No adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that after the implant of this device all parameters were normal but the atrial pace impedance measurements were high and out of range when the device was connected. The lead parameters were tested again, and the values appeared normal, but the atrial pace impedance measurements were still greater then 3000 ohms after the device was connected to the lead. A revision took place and this device was explanted. After connecting to a new device, the pace impedance measurements were normal. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that after the implant of this device all parameters were normal but the atrial pace impedance measurements were high and out of range when the device was connected. The lead parameters were tested again, and the values appeared normal, but the atrial pace impedance measurements were still greater then 3000 ohms after the device was connected to the lead. It was noted that the connection of the device and lead were checked with no issues evident. A revision took place and this device was explanted. After connecting to a new device, the pace impedance measurements were normal. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the describe event or problem and correct the explant date.